Event description:
(B)(4). Severe pelvic area pain, hip pain, vaginal irritation and pain during sex, no sex drive, memory not as good, back pain, multiple uti's and yeast infections, severe pain after sex.